Event description:
The tip of catheter broke off inside vessel and required retrieval. It was retrieved successfully. There were two catheters on the field, therefore it is unknown which lot # was the one that fractured. The lot# is not printed on catheter.